Manufacturer narrative:
Actual device was received for evaluation. A visual inspection with naked eye was performed on one sample and a hole was found in the heater bag of the amia set. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the hole in the heater bag. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The direct cause of the event was determined to be manufacturing related; caused by excess solvent on the tubing to the heater bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned amia set, it was determined that there was a hole in the heater bag. There was no patient injury or medical intervention associated with this event. No additional information is available.